Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with foreign matter/molding defect. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: forty seven sealed and seven opened 32g x 4mm pen needle samples along with ten photos were returned from lot no. 7354724 cat. No. 320136. Magnified examination was carried out on all seven opened samples and it was observed that the hub post was damaged on two samples. Magnified examination was also carried out on 30 sealed samples and it was observed that the hub post was damaged on three samples. No other issues were observed with the remaining samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue was due to high hubs not being removed from the line when the alarm activated and the hub posts then became damaged during cannula loading via the pick and place heads. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with foreign matter/molding defect. There was no report of injury or further medical intervention.